Event description:
Baxter (B)(4) received a report that (1) ce infusor patient control module watch had no flow. This occurred during patient use. There was patient involvement, but there was no report of patient injury, medical intervention necessary or adverse reaction in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The batch review has not been completed at this time. A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Additional information: the sample was not returned to baxter for evaluation. Therefore, the reported condition could not be confirmed and the root cause could not be determined.